Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the surgeon performed a laparoscopic gastric sleeve case and then noticed that a piece of the active waveguide had disengaged from the dissector. The surgeon looked in the patient cavity and could not locate the missing piece. The staff does not know if the piece disengaged when the device was removed from the packaging, during use or during cleaning of the device.

Manufacturer narrative:
(B)(4). Date of initial report : 03/07/2016. Date of follow-up report : 04/14/2016. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the jaw liner had melted during use. The customer reported device component had disengaged into cavity and not retrieved. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The device could not be activated with the jaws closed and submerged in glycerin bath at both power modes due to the damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws.